Event description:
During a cataract extraction procedure using this phacoemulsification handpiece, the physician saw multiple fragments. He was able to aspirate most of the particulate, but not all of the particulate. The pt is doing well.

Manufacturer narrative:
A filter test was performed and the handpiece passed the filter test.